Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, staples were found jamming during use on the patient." There was no medical intervention required. The patient's current condition is reported as "fine".